Event description:
Imbalance was experienced following essential tremor treatment.

Manufacturer narrative:
This complaint included known side effect. No malfunction was described. No new risk has been recognized.